Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 3776-60, serial# (B)(4), product type: lead. Product ID: 3776-60, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 13-nov-2018, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 03-nov-2019, UDI#: (B)(4); product ID: 3776-60, serial/lot #: (B)(4), ubd: 31-oct-2016, UDI#: (B)(4); product ID: 3776-60, serial/lot #: (B)(4), ubd: 23-feb-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had two spinal cord stimulator(scs), but the stimulator on the left side of their body caused the pt pain at the implant site since implant date. Pt said their hcp had said the lead was coiling around the ins and was pinching the pt. Pt said their scs still worked, but the pt's pain in their right arm was "so bad" and pt said they had a hard time with an older nerve. Pt said they also had a "bad accident in (B)(6)" that exacerbated their pain. Pt said they had fallen in (B)(6); pt fell on right hand and the fall damaged the nerves in their right hand; nerves were already damaged and the fall made them worse. Pt turned off the scs since last (B)(6) 2021 because they felt better with the scs off. Pt said the scs being on made the pain worse. Pt said if they sit for work and get up from sitting the pain hurt so much. Pt was planning on meeting with their hcp, dr. (B)(6), and wanted to have the scs that was pinching them removed. Pt needed an MRI/mra of their left hand, but the pt said they knew they were conditionally head-only eligible. Pt said a "woman provider had called mdt and kept telling the pt to schedule the MRI and the pt was good to go" but the pt was confused because they knew they could not have an MRI of their full body. Pt said they would speak to their hcp to schedule a CT scan. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned a previous case in the call((B)(4)). Pt said they had an appointment with the pain management hcp tomorrow.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2017, product type lead; product ID: 977a290, serial# (B)(6), implanted:(B)(6) 2017, product type: lead; product ID 3776-60, serial# (B)(6), implanted: (B)(6) 2013, product type: lead; product ID: 3776-60, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their pain management doctor was going to remove the pain stimulator as a result of the lead coiling around the ins and causing pain/pinching at the ins site. No steps have been taken yet to resolve the issue however as the patient is waiting for the authorization from insurance to remove the implant.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Pli 10 model 97715 s/n (B)(6) and pli 40 model 977a290 s/n (B)(6) were not involved in this event, and were initally reported as it was unclear which implantable neurostimulator (ins) and leads the patient was referring to. See related reports for responsible devices. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they had one of their implanted neurostimulators explanted because it wasn't helping as much. Patient said the coverage wasn't as good and was more of a hindrance. Patient also said once they took it out, they realized that the leads were kind of entangled and that might have caused a problem. When asked for event date, patient said it was at least a year and a half ago that the implant was removed. Patient stated the implant never worked since first being implanted because there is not enough fat in the arms where the stimulation was targeted. Patient mentioned they moved in july and were waiting to find a doctor as ofjanuary 1st because their medication and insurance were going to change. Patient will be seeing a doctor in january and once they do, they will get in touch with a manufacturer representative (rep). Agent documented information given on the call.